Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a deflation to an unknown side. Device remains implanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified a fluid-free device. Due to the impossibility to perform a microscopic analysis via device photographs performed through photographs, it is not possible to determine the most likely failure mode. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "focal soft tissue abscess formation," "spontaneous bleeding," "sanguineous fluid," "adherent soft tissue," "adherent soft tissue masses," and "chronic inflammation." Device has been explanted.

Event description:
Healthcare professional confirmed right side deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., d.1., d.3., d.4., d.6., g.1., g.3., h.4., h.6.

Event description:
Affected side is right side.

Manufacturer narrative:
Additional, corrected, and/or changed data: